Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Brand name: unknown, information not provided. Common device name: unknown, information not provided. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted; give date: lens explanted, but date was not provided. PMA/510(k) #: unknown, as product information was not provided. The device was not returned for analysis. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reported that a patient of his is seeking a refund for an explanted premium intraocular lens (iol) due to dissatisfaction. There was no specific patient or product information provided. No further information was provided.